Manufacturer narrative:
Internal file number (B)(4). Correction: patient identifier was updated from (B)(6). The adverse event investigation is not yet complete. A follow up report will be submitted with all additional relevant information. There was no change to the previously submitted device investigation.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2019 the patient presented to the hospital in ventricular fibrillation arrest. Cardiopulmonary resuscitation was performed but the patient expired on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: patient coding 1908, 2130 and 2687 changed from labeled to not labeled. A cine was received and reviewed by an abbott vascular clinical specialist. There were no images provided confirming the reported tip separation of the guide wire, although based on the report and subsequent inspection of the returned device, tip separation did occur. Imaging does not show the removal of the guide wire from the left circumflex (lcx) coronary artery post stent deployment in the left main artery. There is the likelihood that the guide wire in the lcx interacted with the deployed stent in such a manner that it was damaged and sheared off although this cannot be confirmed from the images provided. A clinical review of this incident was performed by an abbott vascular clinical specialist. The patients condition on admission is unknown and any comorbidities or pre-existing conditions that may have contributed to the risk of death are also unknown. Emergency coronary artery bypass graft (CABG) is directly related to the failure of the guide wire. It is not known but possible that the emergency CABG may have been contributory to the patients death. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with other devices and/or inadvertent mishandling resulted in the noted device damages (bent ribbon, offset/stretched coils) and ultimately resulted in the reported/noted core and coil detachments. The device was returned for analysis. The reported detachment was able to be confirmed. Additionally, the guide wire was analyzed with scanning electron microscopy (sem). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Evaluation summary: the guide wire was sent to scanning electron microscopy (sem) for further analysis. The results, concluded the core exhibited separation proximal to the center solder. The core exhibited a rubbed region with features possibly resembling striations that extended - 20 percent of the core thickness. The majority of the fracture surface exhibited dimples, indicating ductile overload. The intermediate coils exhibited separation by either mechanical damage, ductile overload or a combination of the two. The center solder was intact. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a balance middle weight (bmw) guide wire was advanced to the left anterior descending (lad) coronary artery. After the lad was treated with percutaneous coronary intervention, a dissection was noted in the left main coronary artery. In the opinion of the physician, the dissection was caused by the guide catheter. Another bmw wire was advanced to the undiseased left circumflex (lcx) coronary artery as a landmark after the left main was treated. A stent was implanted in the left main to treat the dissection. The bmw from the lcx was removed without resistance when it was noted that 3 cm of the bmw wire remained in the distal lcx. The patient is stable with some hypertension. The patient underwent coronary artery bypass graft surgery. No additional information was provided.